Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). The package was opened for the 4.00x32mm promus element stent delivery system (sds) and when the stent protector was removed the stent dislodged from the balloon and came with it. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). The package was opened for the 4.00x32mm promus element stent delivery system (sds) and when the stent protector was removed the stent dislodged from the balloon and came with it. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon with the proximal edge of the stent resting 4mm distal to the distal markerband. The stent was damaged and stretched along its entire length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not attached to the stent protector. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).